Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
On (B)(6) 2016, the customer questioned a result for one patient sample tested for elecsys estradiol iii assay (e2) on an e601 analyzer. There was concern raised over the result since it did not fit the clinical picture of the patient. Alternative testing needed to be organized to enable the patient to continue in-vitro fertilization (ivf) treatment. The patient is on recombinant fsh injections and the clinical scientist wonders if this is affecting results from the patient. Based on results of the first sample, a second sample from the patient tested on (B)(6) 2016 was then pulled for repeat testing. This second sample had an erroneous result that was reported outside of the laboratory. The sample initially resulted as 7531 pmol/l and this value was reported outside of the laboratory. The clinician disputed the initial result. The sample was pulled and repeated on (B)(6) 2016, resulting as 7038 pmol/l. The sample was repeated a second time, with a 1:5 automatic dilution, resulting as 2677 pmol/l on (B)(6) 2016. The sample was also sent to another laboratory, where it was repeated on an abbott analyzer, resulting as 2577 pmol/l. The repeat value of 2577 pmol/l was believed to be correct. The patient was not adversely affected. The e601 analyzer serial number was (B)(4). During investigations, it was stated that certain ivf patients receiving hormones for treatment may exhibit a special steroid profile which can lead to observed result non-linearity. It is possible that there is cross-reactivity with an uncommon steroid metabolite which does not occur in samples from pregnant patients. It was also stated that product labeling recommends only a 1:10 sample dilution and that a 1:5 dilution ratio is not recommended. An issue with the used diluent, such as using it outside of the on board stability time period and contamination can also influence a diluted result.